Event description:
It was reported that indicated battery charge dropped quickly, reached a very low level, and led to unexpected pump shutdown during use. There was no adverse impact to the customer¿s blood glucose level. Customer charged pump with known working supplies, restarted pump and cgm sessions, reloaded cartridge, received education on battery best practices, and was advised to monitor system and call back if issue persisted.